Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced fistula formation, pain, inflammation and infection following implant. Pain, inflammation, and infection are all listed as known possible adverse reaction in the IFU. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records and information provided to davol by the patient's attorney: on (B)(6) 2008-multi-part procedure including implant of a soft mesh as well as a non-bard/davol transobturator sling. On (B)(6) 2008-patient complained of multiple issues including abd pain, pelvic pain, recurrent prolapse, nocturia, urinary frequency. Surgeon found two sutures had eroded into the vagina. On (B)(6) 2008-patient underwent an ultrasound due to abdominal wall pain. Ultrasound showed no evidence of abdominal wall hernia. On (B)(6) 2009 - (B)(6) 2011 - patient had multiple office visits with complaints of rectal pain, recurrent prolapse, fecal and urinary incontinence. Per assesment on (B)(6) 2011 "I believe there is anal sphincter dysfunction which needs to be treated. She may need excision of the hard tender nodular area in the posterior vaginal wall." On (B)(6) 2011-pelvic MRI performed. Patient was diagnosed with mesh erosion into the vaginal wall. On (B)(6) 2011-patient underwent cystourethroscopy, no mention or visualization of the bard/davol soft mesh. On (B)(6) 2011-revision procedure including partial removal of soft mesh as well as implant of an non-bard/davol graft. On (B)(6) 2011-presented to ER with complaints of rectal bleeding and syncope. CT scan was performed which showed "suture material from a primary anastomosis is noted in the sigmoid colon. Distal rectal wall thickening with a small amount of extraluminal fluid anterior to the rectum." On (B)(6) 2011-underwent a multi-part revision surgery with excision of soft mesh. Per op report, "vaginal erosion of mesh the apical side from her previous sacrocolpopexy. This was noted to be infected and she underwent significant excision with repair." On (B)(6) 2011-presented to ER with wound dehiscence and opening. Was diagnosed with infection of her left perineal incision, fistula and cutaneous wound defect. On (B)(6) 2011-surgical procedure of abdominal washout of infected wound, closure of enterocutaneous fistula and a closure of perineal wound defect using gluteal advancement flap. No mention or visualization of any soft mesh. On (B)(6) 2011-patient admitted back to hospital with increasing pain, recurrent wound separation and fevers. Patient underwent a left loop colostomy procedure on (B)(6) 2011. CT scan revealed signs of infection and formation of pelvic abscess. On (B)(6) 2011-vaginal exam. Md detected eroded non-bard/davol mesh segments posterior to the mid-urethra. On (B)(6) 2012-(B)(6) 2014-multiple additional surgical procedure including anal sphincter reconstruction, vaginoplasty with reconstruction of the perineum and repair of parastomal hernia. No mention or visualization of soft mesh during these procedures. It was reported the patient experienced multiple adverse events including inflammation, fistula and erosion.